Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Event description:
It was reported the customer is replacing front case w/ keypad due to defective keypad. There was no report of patient involvement.